Manufacturer narrative:
Info was forwarded form the owner establishment, zimmer inc. , which markets the devices in the u.s.

Event description:
It was reported by pt that he underwent total hip arthroplasty in 2007, in which pt received a durom acetabular cup. Post op, pt has been experiencing pain and revision took place.